Event description:
It was reported that t:slim x2 pump battery did not charge and that a power source alert occurred before the issue began. There was no reported impact to the customer¿s blood glucose level. Issue resolved prior to contacting support as pump began charging, customer did not change charging supplies, pump did not shut down or become unable to turn back on, and no further assistance was required.